Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 162787-2016-03714. It was reported the patient was experiencing pocket tenderness, pain, redness and warmth at the ipg pocket site. The physician aspirated fluid from the ipg pocket site and cultures were sent. The patient was prescribed antibiotics. The physician confirmed an infection at the lead site, however; results were not confirmed. The infection is presumed to be at the lead and ipg site as the lead site is now draining. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted. The patient has been prescribed multiple antibiotics. Follow up information identified the patient is feeling much better and cultures were negative.